Event description:
It was reported that the optease filter was placed in the supra-renal. When the filter was deployed, it tilted approximately 25-30 degrees to the right.

Manufacturer narrative:
It was reported that the optease filter was placed in the supra-renal vena cava. When the filter was deployed, it tilted approximately 25-30 degrees to the right. The cordis optease retrievable vena cava filter (retrievable filter) is designed for percutaneous delivery of a retrievable vena cava filter to the inferior vena cava (ivc). Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15340786 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Filter tilting is a known potential complication of this type of procedure and occurs in approximately (B)(4) of all cases and can be related to the patient's anatomy and/or procedural manipulation. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.